Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from consumer. It was reported that patient did not change anything to the recharger. Patient noticed it was getting to sting them and it really stung a lot this time when they reported to the manufacturer. Patient received the new replacement recharger antenna and stating that it worked the way it was supposed to work. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that when patient put the recharger on their hip while recharging, it burns. Patient stated it seemed like it was coming from the inside out, even their skin felt like it was underneath. Patient mentioned that burning woke them up. Patient did not indicate there was damage to skin, rather indicated heating sensation while recharging, but did not see thermometer screen on ins recharger. Patient said that they sit on a chair or lay in bed while recharging. Recharger antenna was not damaged but a replacement antenna was sent. No further complications were reported as a result of this event.